Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The knobs were also found to be contaminated, one bail cover broke, one wrong case screw, battery contacts compressed, and ring bail bent.

Event description:
It was reported there was no display and "intermittently not working." No information was received indicating patient involvement.